Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and found the camera adjustment a little on the dark side. The fe performed a camera adjustment. The fe found the syringe loose. The fe replaced the syringe. The customer ran and passed controls. Repairs have returned the provue to expected operation. (B)(4).

Event description:
The customer states the ortho provue reported a false negative result on a sample that was tested for antibody screen test. The customer states with repeat testing of the same sample and another sample from the same patient, the antibody screen result was positive on the ortho provue. Anti-e was identified. Incorrect results were reported as a result of this incident. Treatment was not altered, initiated, or stopped based upon the reported results. Corrected reports have since been issued for the affected samples. There was no harm to any patient.